Event description:
It was reported a patient's pacemaker presented in backup vvi mode. No changes were reported. The patient was stable.

Manufacturer narrative:
Further information was requested but not yet received.